Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis was unable to confirm customer complaint; the insertion needle was dislodging already. No anomaly noted during visual inspection.

Event description:
Customer reported when trying to insert a sensor the needle would come out. Customer stated the hole sensor came out. Customer tried to re-insert the same sensor and still was unable to remove the needle. Nothing further reported.